Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing, sleeping difficulties, cough, irritation of the eyes and throat, foaming at the mouth, and a bacterial growth while using the device. The patient expired. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.